Event description:
During the procedure, while utilizing the ligasure advance, the surgeon noted that grasper locked up, and would not clamp down. Because it stopped working, the device was removed from the field, and a new device was utilized without further problems. It is unknown whether the new device was of the same, or a different lot.